Manufacturer narrative:
(B)(4). The customer alleged pump error on (B)(6) 2020. The customer mentioned high blood glucose. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No pump error noted during testing. There is no data available for the event date in the formatted history file. Unable to verify pump error in the formatted history file. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and partially broken off retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The motor was tested outside of the pump and passed. The customer alleged pump error was not confirmed. Unable to confirm alleged high blood glucose.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. It was reported that the customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer discontinued the use of device.